Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm or blank display noted. It had unexpected restart error alarm after battery change due to broken solder joint of component on interface board. The device passed the self test, displacement test, rewind, basic occlusion, prime and no delivery tests. No unexpected external ram error alarm, no excessive no delivery alarm or unexpected low reservoir alarm noted. It also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm, turned off and alarmed unexpected restart and external ram error. The blood glucose at the time of the incident was 322 mg/dl. Troubleshooting was performed; the insulin pump passed the self-test but the customer stated that the unexpected restart alarm occurred shortly after inserting the battery and the device was not stored or not in use for a long period of time. The device was returned for analysis.